Event description:
The customer reported a lower than expected vitros tsh quality control result when processing mas omni immune control lot 2703 in combination with vitros tsh reagent lot 7180 on their vitros 5600 integrated system. Mas omni immune level 1 vitros tsh result 0.04 miu/l versus the mas control november peer group mean of 0.20 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The lower than expected vitros tsh result was generated from a non-patient fluid; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment ra604721.

Manufacturer narrative:
The investigation determined the customer obtained a lower than expected vitros tsh result when processing mas omni immune control lot 2703 on the vitros 5600 integrated system. The cause of the lower-than-expected vitros tsh result was likely mas omni immune control stability or fluid handling issue prior to processing on the vitros 5600 system although this could not be definitively proven. The historical mas tsh quality control results indicate unacceptable day to day laboratory precision. However, acceptable vitros tsh results were obtained when processing vitros free thyroid controls verifying the accuracy of vitros tsh reagent lot 7180. In addition, continual tracking and trending of complaints has not identified any signals that would point to potential systemic issues with vitros tsh lot 7180. A within run vitros tsh precision test was processed using vitros free thyroid controls and the results were within acceptable guidelines verifying the performance of the vitros 5600 integrated system. An ortho laboratory specialist (ls) provided the customer with ortho customer letter (B)(4) ¿recommendation on best handling practices of the thermo scientific¿ mas¿ controls¿ which outlines detailed fluid handling recommendations when using mas controls. In addition to the customer letter, the ortho ls recommended using the mas droppers (catalog number 286606) for daily use to minimize control stability issues.